Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not provided, therefore no review could be performed. The reported device was not sent back to brézins for investigation as repairs were carried out locally by nova scotia canada. It was reported that there were exposed wires where the cord connects to the pump. In order to repair this issue, the power cord was replaced. The device was then repaired and released for use. The replaced part was not returned to france for investigation. Due to the lack of complementary information, the root cause of the reported event remains unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Exposed wires where cord plugs into pump. Power cord replaced. More follow up information is needed to complete the investigation.